Event description:
During routine testing of the device, the user reported the touch screen on the central control monitor did not function as expected. The user reported the response of the cursor was slow. The device was returned for evaluation. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.